Manufacturer narrative:
Field service engineer (fse) went on site to evaluated and repair the device. Fse found the two broken connectors and replaced them. Equipment was repaired and verified according to original equipment manufacturer instructions . Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had two broken grey connectors. The device is not being used. There is no patient involvement and no harm reported t any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard was also presumed as the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus. ¿ olympus will continue to monitor the field performance of this device.